Event description:
Caller reported a malfunction on pump with malfunction code malf 6, and it was confirmed that there was no notable event prior to malfunction. Customer¿s blood glucose level did not exceed 500 mg/dl, indicating no adverse impact. Customer was advised to use multiple daily injections (mdi) as backup therapy.